Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose events, with sensor and fingerstick readings in the 50s and associated readings improving after treatment with oral glucose, and the user calibrated the sensor and received troubleshooting and education with assignment for additional training. Symptoms included hypoglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.